Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided for review. The imagery was reviewed, and the following was observed calcification and tortuosity are present in patients access vessels and abdominal aorta. Access side was not provided. The distal tip is open, and the sheath appears expanded as designed. The sheath liner appears circumferentially delaminated and bunched at the tip. The reported event was confirmed through evaluation of returned device imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, at the end of the nominal inflation of the balloon with the slow technique, it burst. The implant of the valve was positive. There were little difficulties to withdraw the system, but it was managed to remove the ds through the esheath. The patient did not suffer any injury and the procedure was noted as to be successful as per the picture provided, the esheath was delaminated. Per review of the provided imagery, calcification and tortuosity were present in the access vessels and abdominal aorta. Access side was not provided. Post-procedural imagery shows the sheath distal tip open, and the sheath appears expanded as designed. The liner appears circumferentially delaminated and bunched at the tip. Vessel tortuosity and calcification can subject the sheath to suboptimal angles which can lead to noncoaxial alignment and increased interaction between the devices. This may have contributed to non-coaxial retrieval of the delivery system with burst balloon into the sheath tip. In addition, a burst balloon may have a larger profile and get caught on the sheath tip during the withdrawal attempt, leading to withdrawal difficulty. If excessive manipulation was applied to overcome the withdrawal difficulty, it may result in the liner delamination. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of burst/torn balloon, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in brazil, regarding a 26mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, at the end of the nominal inflation of the commander delivery system balloon with the slow technique, the delivery system balloon burst. The implant of the valve was successful and there were minor difficulties to withdraw the system. There was no patient injury. Per picture provided for review, the sheath liner was delaminated.